Manufacturer narrative:
It was reported that, "during an open procedure of t-10 pelvis posterior instrumented revision extension of prior fusion with posterior column osteotomies, l2-3 laminectomy/explant of hardware, t9+10 vertebroplasty, t9-11 ligament augmentation in surgery room seven", it was noted, "during dissection with the rem (return electrode monitoring) pad placed on the upper thigh, the vlft10gen had issue when using the monopolar pencil." It was reported that "the patient started to brady down (experience bradycardia), prior to resuming normal cardiac rhythm." It was stated that "the surgical time was extended by five minutes." It was reported "two non-(B)(6) pen, two non-(B)(6) rem pads, and two esu (electrosurgical unit) units were used." There was no contact information provided in the report that medline received from the medwatch (mw5185036) to follow up with the customer, therefore no additional information is available to be obtained. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was noted, "during dissection with the rem (return electrode monitoring) pad placed on the upper thigh, the vlft10gen had issue when using the monopolar pencil" and "the patient started to brady down (experience bradycardia), prior to resuming normal cardiac rhythm.".